Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: two (2) samples were received. The samples consist in two cassette products from part number 21-7308-24. Samples were received without original, package. Functional testing: the samples were test for leak by passing water through it; one sample occlusion was detected in the luer. The complaint was confirmed. Root cause is excess solvent by not followed to procedure pm-1008 rev 114 ?cassette bonding? Section 1.8 ?tube ? Luer bonding. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure pm-1008 rev 114 ?cassette bonding? Section 1.8 ?tube ? Luer bonding, by quality engineer on 12/aug/2021. The cause of the reported problem was traced to the manufacturing process.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that it was pumping air rather than delivering the drug. No patient consequences were reported. No adverse effects were reported.